Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The file was logged from a social media comment. Not enough information was provided for further investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that 18 months following an intraocular lens (iol) implant procedure, the patient had glistening.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the patient was frustrated with the clarity of vision in eye which was partly due to residual astigmatism. Iol has not been exchanged and there was no immediate plan to do so.